Event description:
It was reported that during a lap cholecystectomy, the device fired a clip and would not reopen. The surgeon had to cut the device and completed the procedure with an additional like device. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.